Event description:
During retrieval of specimen in laparoscopic appendectomy case, the 10mm endocatch pouch broke while it was being withdrawn from the trocar site. The appendix specimen fell back into the body and had to be retrieved manually through the umbilicus and the patient was placed on antibiotics post op.